Event description:
Caller alleged discrepant inratio results. Results as follows: inratio: 1.1, re-test: 2.2. Time between test: 5 minutes therapeutic range: 2-3. Caller reports milking the finger after finger stick, meter not being in the correct mode when finger stick was performed, and the sample not being applied immediately after the finger stick.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Improper use of the meter were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications an no non-conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. Corrective action is not required at this time.